Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: the evaluation of heartmate ii lvas confirmed driveline wire damage. The account submitted log files which captured data from (B)(6)2019 through (B)(6)2019. Multiple pump stoppage events with associated low speed/flow hazard alarms were captured between (B)(6)2019 and (B)(6)2019 while the patient was connected to battery power. Additionally, during the pump stoppage events, multiple atypical no external power alarms were active due to the bus voltage dropping below the threshold voltage. A pump stoppage event was also captured on (B)(6)2019 at 12:10:08 while the patient was connected to battery power, after the patient¿s reported driveline repair on (B)(6)2019. No other atypical alarms or events were captured. For the remainder of the captured log file data, the pump maintained a speed above the low speed limit and appeared to be functioning as intended. The pump was returned assembled. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) and the apical sewing ring were not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were not returned. Evaluation of the outlet elbow revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 2.25¿, 6¿, and 14.5¿ from the pump housing. A distal segment adjacent to the metal connector containing a repair was also returned measuring approximately 23.5¿ in length. Additionally, a distal segment adjacent to the metal connector measuring approximately 17¿ was returned. The proximal 5¿ of this segment was returned with the silicone jacket and bionate layers removed. Additional segments of the black, brown, red, orange, and green wires were also returned separately measuring between 0.25¿-1.00¿ in length. The connector pins and bend reliefs of both metal connectors appeared unremarkable. Continuity testing was performed on all segments of the driveline and all wires were found to be electrically intact. The silicone jacket and bionate layers appeared unremarkable. Upon removal of the clear bionate layer, some separation and breakdown of the metal braided shield was observed approximately 6.0¿-12.5¿ from the pump housing. Visual and microscopic examination of the driveline revealed breaches in the wire insulation on the original driveline on the brown, red, orange, yellow, and green wires. The damage to the compromised wires appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no additional breaches were observed. The heartmate ii pump operates on a three-phase motor, where each phase is powered by two redundant wires. The brown wire represents one of the two redundant wires that comprise phase 2, the red and orange wires represent the redundant wires that comprise phase 3, and the yellow and green wires represent the redundant wires that comprise phase 1 of the three-phase motor. If the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was operating on a tethered power source, the resulting electrical short to ground could have caused low speed/pump stoppage events while the patient was connected to the power module. Also, if the exposed conductors of two compromised wires made direct contact with each other or simultaneous contact with the metal braided shield while the system was supported by an untethered power source (such as batteries), the resulting phase to phase short would have caused the low speed/pump stoppage events captured in the submitted log files. The current heartmate ii lvas patient handbook discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the low speed advisory/hazard and no external power alarms, and the proper actions associated with them. This section also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Also, the patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the low speed advisory/hazard alarms, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file to this event.

Manufacturer narrative:
Section b2, b5, d7: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient underwent driveline repair on (B)(6) 2019. No issues were found with the external driveline and it was determined that breakage is internal. Patient was discharged to home soon after. Patient called (B)(6) 2019to report a low speed alarm on (B)(6) 2019 (B)(6) 2019. Patient is currently in the emergency department. Per device history, a pump off alarm occurred on(B)(6) 2019. Log file analysis captured pump stops on (B)(6) 2019and (B)(6) 2019. The stop on (B)(6) 2019 occurred when connected to the power module. The patient is currently using a no ground patient cable. The pump stop on (B)(6) 2019 occurred while the patient was on battery power. The stops appear to be caused by a phase to phase short. Another external percutaneous lead repair is not possible. The patient underwent pump exchange from heart mate 2 to heart mate 2 on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had "pump off," "low speed advisory", and "no external power" alarms while admitted to the hospital. The alarms occurred between (B)(6) 2019 - (B)(6) 2019. Log file analysis observed pump stops on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. The pump stops all occurred on battery power. There have been no further pump stop occurrences since (B)(6) 2019. There are some no external power events mixed in with the pump stops on (B)(6) 2019. This was determined to be caused by a percutaneous lead phase to phase short. There is a no external power event on (B)(6) 2019 and it appears to be due to a weak connection between the battery and battery clips. The percutaneous lead images are unremarkable. On (B)(6) 2019 tech services arrived onsite for an external percutaneous lead repair. The percutaneous lead replacement performed approximately 6 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. Post completion of external percutaneous lead repair on (B)(6) 2019, there have been no motor stops or other events/alarms. The mechanical circulatory support device appears to be working as intended. Note that during the repair there were two motor stops. The first occurred with removal of the existing driveline and introduction of the new driveline. The second motor stop occurred when, per the engineer doing the repair, the metal crimper came in contact with the brown wire causing a short. This event was quickly resolved and the repair was completed without any further motor stops.